Event description:
The customer reported that dobhoff tube ruptured longitudinally approximate 2 cm in length. Enteral feeds were refluxing out of the patient's left nare. Per customer, the tube was removed and replaced. Additional information was received and stated that there was no medical intervention or treatment provided. The patient is doing ok.

Manufacturer narrative:
510(k)numbers: k163002 and k12355. A device history record review could not be performed because the serial number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One physical sample was received by cardinal health but only a photo was provided to the supplier per their request. Per the supplier, the provided photo was reviewed, and the reported condition was confirmed. Based on all available information, the root cause could not be determined. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to current quality standards and inspection procedures. All information received will be used for further tracking and trending purposes.